Manufacturer narrative:
(B)(4). One (1)780-07kit, 780-07 circuit w/ column, was received for investigation. A visual exam was performed and the broken connector at the temperature port was confirmed. A CAPA has already been opened for this issue.

Event description:
The complaint is reported as: "break where the heated wire hooks up to the expiratory limb". No patient injury or consequence.